Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer used a backup insulin pump to ensure continuous insulin delivery and was advised by technical support to return the malfunctioning pump. The customer received a replacement pump with updated software and acknowledged the instructions on using and returning the pump.